Event description:
It was reported that the vacuum on the device stopped functioning. The collected blood could not be returned to the pt. It is unk how much blood was discarded or whether a blood transfusion was required.

Manufacturer narrative:
The device will not be returned to the MFR for eval.